Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked on 2 occasions. The following information was provided by the initial reporter: at least two occasions of leakage from the drug delivery port.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated.

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked on 2 occasions. The following information was provided by the initial reporter: at least two occasions of leakage from the drug delivery port.